Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported use of acetaminophen which is a cgm contraindicated product, as taking acetaminophen containing products may falsely raise sensor glucose readings. The patient also reported insertion of the device in the lower back. The device is not indicated for insertion in lower back. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.